Event description:
Technician compounding with eclipse home pump (model # e100500, lot # 0202612335, exp. 06/25/2019) with 0.9 percent sodium chloride 48 ml and discovered black gunk in lumen and around luer of injection port on 3 pumps (one which had not yet been filled). Quarantined all further eclipse home pumps of affected lot #.